Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10.

Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. There was no patient impact. The following information was provided by the initial reporter: patient 1 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Was the patient treated for the acinetobacter? No. If so were there any adverse reactions to the treatment? No.

Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. There was no patient impact. The following information was provided by the initial reporter: patient 1 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. *was the patient treated for the acinetobacter? No. *if so were there any adverse reactions to the treatment? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.